Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed. The patient was stable.

Event description:
Further information was received indicating the patient presented to the clinic on (B)(6) 2022 and further episodes of post-paced t-wave oversensing was observed. The device was reprogrammed with no adverse consequences to the patient.